Event description:
During the ablation procedure, the steering cable within the catheter snapped allowing for only one-sided catheter flexion.what was the original intended procedure?cryoablation for atrial fibrillation.